Event description:
It was initially reported that the physician¿s handheld would not hold a charger. The handheld will not function unless it is plugged in to the wall outlet. The battery indicator will not change to green to indicate that the handheld has a full charge. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Product analysis determined that the cause for the bent spring is unknown, but is most likely associated with mishandling of the device.

Event description:
On 11/8/2014 product analysis was completed on the handheld and flashcard. During the analysis an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. The cause for the bent spring is unknown, but is most likely associated with mishandling of the device. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.